Event description:
During transcatheter edge-to-edge repair (teer) procedure, merge la pressure lost/waveform incorrect. Manufacturer response for computer, diagnostics, programmable, merge hemo, merge hemo (per site reporter). Ongoing vendor troubleshooting.